Event description:
A (B)(6) male pt contacted zoll customer support to report that the top of his monitor was "popping off." The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (top of monitor popping off) has been confirmed. As received, the monitor case was separated and two white wire bundles were pulled from the end cap. The first white wire bundle controls communication between the monitor and the belt connection. The second white wire bundle allows for communication to occur between the monitor and the modem. The disconnected white wire bundles are a result of the separated monitor case. The root cause of the separated case cannot be positively identified but is likely a result of physical abuse. No adverse event resulted from the damaged wires. The pt received a replacement monitor.